Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not fit onto the pump. The customer pushed the cartridge in a little harder and successfully loaded the cartridge to address the event. Reportedly, the customer resumed insulin delivery. The customer's blood glucose level was 160 mg/dl.